Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds) with stent. The balloon was tightly folded. Microscopic examination revealed that the middle to the distal end of the stent was damaged. There were overlapping, flared, and bent struts with the stent stretched over the tip. The stent was not fractured, as reported. Microscopic examination and tactile inspection presented no damage or irregularities to the shaft of the device. Microscopic examination presented no damage or irregularities to the tip. Microscopic examination presented no damage or irregularities to the markerbands. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. A 32x2.75mm omega stent was selected to treat the target lesion. However, it was noticed during preparation that the stent was fractured. The device was not used; the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 32x2.75mm omega stent was selected to treat the target lesion. However, it was noticed during preparation that the stent was fractured. The device was not used; the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.